Event description:
It was reported that the product tore during implantation. The tissue was porous and fell apart. The doctor left the tissue in the patient and a second mesh was implanted over the first. No further complications have been reported.